Manufacturer narrative:
The device passed self test and displacement test. The device received with intermittent buttons, problem isolated to keypad assembly. The device was received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted. The device was received with broken belt clip rail.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive even after the battery has been changed. No significant events leading to keypad anomaly were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.